Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch (creased)on act button. Connector was inspected and locked on lcd board. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No failed battery alarm were noted. Time/clock was set normal and no reset noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the insulin pump buttons hard to push. Customer's blood glucose level was unknown. Customer stated buttons get stuck in down position and getting worn out. The insulin pump will not be returned for analysis.